Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient¿s symptoms of sepsis and sudden cardiac arrest were not linked to the ipg and the patient¿s death was not believed to be linked to the performance of the ipg.

Event description:
It was reported that the patient experienced sepsis. A magnetic resonance imaging (MRI) examination was performed and two hours post MRI examination the patient experienced a sudden cardiac arrest and was successfully resuscitated with external shock. The physician attempted to interrogate the implantable pulse generator (ipg) with a programmer after the patient was resuscitated but they were unable to. The patient died the next day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.